Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No motor error or excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error while sleeping. The blood glucose reading was 101mg/dl. Troubleshooting was performed, and the displacement test failed. The drive support cap did not appear to be damaged. Advised the called that the insulin pump would be replaced. No further information was provided.